Event description:
It was reported to covidien that the sensor was giving low readings. Customer reported no adverse event.

Manufacturer narrative:
(B)(4). Lot number is not available. Without a lot number, device MFR date cannot be determined. No additional information was available.